Event description:
It was reported that during a meniscus surgery, both t fell off. No patient injury or significant delay were reported. Back up device was available.

Manufacturer narrative:
One (B)(4) fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿both t fell off.¿ t1, t2 and suture were returned separated from the device. The depth limiter was attached and undamaged. The anchor section of suture had an extra loop and knot tied into the suture. T1 and t2 were attached. The device, suture and anchors show no damage. The device cycled or actuated as expected. No root cause was confirmed.